Event description:
Boston scientific received information that during a device follow-up, this right ventricular (rv) lead exhibited pacing failure, as observed on the electrograms. An x-ray was performed, which revealed possible insulation damage. A conductor fracture was suspected. A lead revision procedure was scheduled. It was noted that no anomalies were observed on the lead during the previous follow-up three months earlier. No adverse patient effects were reported.

Manufacturer narrative:
The lead revision was performed. When the lead was tested, high, out-of-range pacing impedance measurements were observed, as well as an increase in the pacing threshold measurements. This lead was surgically abandoned and a new rv lead was implanted. The device was also replaced during this procedure, due to normal battery depletion. As the lead is not able to be returned, clinical observations cannot be confirmed. Therefore, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.